Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, link, anterior needle, and both cuffs were not returned. With out the return of these components, the scope of this investigation was limited. The posterior needle was undamaged and there was no needle strike mark at the posterior foot. This is indicative of the posterior needle being deflected away from posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the sutures were deploy, but when the plunger was pulled no sutures were attached, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.